Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the user received auto off alarms but this function was not enabled in the settings of the pump. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2017 with the following findings: a review of the pump black box showed that auto off alarms occurred one hour after a prime step was performed. The pump settings showed that the auto off feature was set for one hour by the user. During investigation, the pump was evaluated using the user¿s settings; the pump emitted the appropriate auto off alarm one hour after a button press during testing. The original complaint of an auto off history settings issue was not confirmed or duplicated during the investigation. There was no defect found.